Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. The drawing specification is .63-.98. The torque tested high ¿ .9827. The product has been quarantined and is available and is being returned. There was no patient involvement. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # ==> b)(4). UDI: b)(4).. Upon visual inspection, it is observed that there is no physical damage except normal wear which would not contribute to the complaint condition. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A visual inspection, and document/specification review were performed as part of this investigation. The complaint is being confirmed as the torque of the handle is higher than the torque specified. A definitive root cause could not be determined for the reported problem. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.